Event description:
Upon removal of cottonoid, noticed the x-ray indicator strip was broken and peeling off. No portion was retained within the patient. This is a known issue that was previously escalated to manufacturer by manager of or (operating room) supply chain/materials management.